Manufacturer narrative:
A ge service representative performed an on site investigation. Performed an image calibrations per manufacturers instructions. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the x-ray field on the 9600+ system needs to be adjusted. There was no patient injury reported.